Manufacturer narrative:
Device not returned

Event description:
It was reported that intermittent occlusion alarms occurred. Reportedly, the pump supplies were changed to address the issue. Customer was using fiasp insulin. Tandem technical support educated customer regarding cartridge/insulin labeling. There was no adverse impact to customer¿s blood glucose level.